Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, a broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a cracked end cap and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out. Drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 125 mg/dl. Nothing further was reported.